Event description:
Customer reported, the system is displaying a black image when shifting from ap to lateral position. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.